Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at the first firing of gastric tube construction, the surgeon started firing the device however, the stap ling stopped immediately. It was reported that the tissue was not thick and there was no hard material that was clamped. Replaced by new cartridge and the firing was continued. The surgical time was extended by less than 30 minutes. There was no patient injury. It was noticed that the staples appeared from the staple pockets at proximal side.